Event description:
I have been a patient for insulet's omnipod product for 11 years. Occasionally in the past I would have a failure of the device, but over the last 2 months I have had several failures where the device just stops working and my glucose numbers skyrocket because the device fails without warning. Every time I report the failure, the only thing insulet does is sends me a replacement even though I have asked several times for a clinical person to call me. Instead of a clinical person, a customer service rep will call and leave me a generic number to leave a message. I never get calls back from leaving a message in their "black hole" answering service. This has even happened when the local sales rep escalated the issue on behalf of my doctor - unfortunately the people who can make a difference here keep choosing to pass it back generically to customer service. I have had pod failures on the following dates during the last couple of months: (B)(6) 2021, (B)(6) 2020, (B)(6) 2020. Insulet has failed to resolve the issue, and I keep experiencing a lot of additional stress and extremely high blood sugar readings (300-400+) every time this occurs. FDA safety report ID# (B)(4).